Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr and past similar case, omsc concluded that the reported phenomena was attributed to the followings. The error b31 and the error e218; the failure of the printed-circuit board of the video connector due to the water immersion / corrosion or sudden overcurrent by the leakage of the video cable. The glue around the objective lens was cracked; the deterioration etc. Due to the chemical attack during reprocessing and/or the external stress was applied to the distal end. Olympus stated the appropriate handling of ltf-s190-5 and the counter measures against abnormalities in the instruction manual of ltf-s190-5.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified timing, it was found that the scope communication error b31 was displayed. In addition, during the incoming inspection for repair at olympus (B)(4), it was found that the error e218 which indicated that the subject device was damaged was displayed and the endoscopic image was not displayed. Furthermore, the glue around the objective lens was cracked. There was no report of patient injury associated with the event.